Event description:
It was reported by the sales rep that during an unspecified surgical procedure, the fms connect (vue) device interface connect cable is not working properly. During in-house engineering evaluation, it was determined that the device had suction failure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: unknown at this time. (B)(4) investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional testing of the returned device.¿ upon visual inspection revealed that the external aspect of the cord is in normal used condition. A functional test was performed, the device was connected to fms duo pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated, the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver; however, the device did not activate the pinch valve on the pump. The overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. As per instructions for sue, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.